Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6) female pt who received super poligrip original denture adhesive cream ((B)(4)) once daily as per directions for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included atenolol, ezetimibe (zetia), moexipril hydrochloride plus hydrochlorothiazide (uniretic) and aspirin ((B)(6) aspirin). On (B)(6) 2009, the pt started super poligrip. On (B)(6) 2009, twenty-two days after starting super poligrip, the pt went to see her doctor because of involuntary activity/movement of her left hand and arm. Pt underwent a magnetic resonance imaging (MRI) computed tomography (CT) scan and x-ray of that hand. The pt was referred to a neurologist and a hematologist. It was determined that the pt had suffered at least one stroke and possibly a second stroke. The date of the stroke(s) was unk. The pt was found to have antiphospholipid syndrome which she further described as a genetic blood disease that causes blood clots. Pt reported that she was not hospitalized for the events. This case was assessed as medically serious by gsk. The pt was treated with warfarin sodium (coumadin). At the time of reporting, super poligrip was continued and the involuntary movements in her left hand and arm are improved. The purpose of this contact was to inquire about the media info related to super poligrip. The consumer spontaneously mentioned that she had experienced a stroke and was diagnosed with antiphospholipid syndrome. Consumer did report that at times she did leave her dentures in over night.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).